Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty with gross valve alignment, difficulty to withdraw system with valve through sheath, and balloon tear were unable to be confirmed by the provided imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was not identified. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Per the imagery provided, the patient access vessel was tortuous. In addition, as reported, 'the anatomy was very tortuous and valve alignment was difficult and not in a straight portion' and 'pusher dove into the valve under flouro'. Performing valve alignment in a non-straight section of the vasculature can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' Due to the balloon tear, the balloon profile may have been altered in addition to the non-coaxial positing of the thv with sheath due to the tortuosity leading to the withdrawal difficulties noted. A definite root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section / high alignment forces/ withdrawal of torn balloon) contributed to the reported event. The complaint of difficulty with gross valve alignment was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. The complaint of balloon tear was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient (tortuosity) and procedural factors (valve alignment performed in a non-straight section, high alignment forces) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in pra. A CAPA was previously initiated to address this failure mode. The complaint of difficulty or inability to withdraw system with valve through sheath was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests procedural factors (non-coaxial withdrawal, withdrawal of torn balloon) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a right axillary tavr case, there was difficulty with valve alignment, balloon rupture, and difficulty withdrawing the 29mm sapien 3/29mm commander delivery system through the 16fr esheath. A sternotomy was performed to remove the valve. As reported the patient was sick and right axillary was the only option. The anatomy was very tortuous and valve alignment was difficult and not in a straight portion of the vasculature. Angulation of the balloon and valve was not great and the balloon would not align with the valve. Once we were finally able to get the balloon into the valve, the team put a 60 ml syringe to the stopcock of the balloon catheter pull negative and create a suction. When doing there was blood coming back in a very slow manner and it was believed that there was a pin leak at this point. Due to the tortuosity of the patient's anatomy, the team was unable to get the valve back into the esheath. It was then decided to attempt to deploy the valve in the ascending aorta. The team hooked the syringe to the balloon one more time to check how fast was the blood returning, and when they pulled negative it was noticed that the syringe filled with blood very quickly. The team felt that pulling very hard on the delivery system to get the valve back into the sheath caused the balloon to tear more . The valve was pulled into the innominate artery. A sternotomy was performed and the valve/delivery system were cut to remove the valve from the body. The remaining portion of the delivery system was removed through the esheath. The axillary was repaired. The case was converted into a transaortic approach and a new valve deployed using a gore sheath and s3 29mm/certitude delivery system. The patient is stable, doing well, and still in the hospital. During removal of the commander delivery system from the body, the device was dismantled into pieces to find a way to get it out and is not available for return.